Manufacturer narrative:
The device arrived for evaluation by the manufacturer. Functional testing could not be conducted due to the damage to the device. The evaluator was unable to determine if all material is present due to distortion and melting of the sheath. Side-loaded pressure applied during operation of the device resulted in friction and heat build up which caused the damaged to the outer sheath and needle. Facturing of the sheath was caused by contact with hard tissue. The damage and failure is attributed to improper technique/ off-label usage. These findings are consistent with the customer statement regarding calcific deposits.

Event description:
The doctor was working on calcific tissue in the shoulder. When he removed the microtip he found that the nose cone had slightly melted. The doctor looked at the shoulder with ultrasonic imaging and did not find that any debris was left behind. The device was used through to completion of the procedure. Per the information provided, everything worked fine. The patient was treated successfully.